Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a bad cut in the middle of the blade. The graft was not usable and another graft was taken. There was a delay of 31-60 minutes to retrieve an alternate device. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device gave bad cut in the middle of the blade and the graft is not usable. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in vdoc services. The last repair was (B)(6) 2016 where it was reported that device was down and the motor, cable switch lever and reciprocating arm were replaced. This is not a related issue. Initial qa inspection of the electric dermatome by medicrea on (B)(6) 2018 revealed that the input tests do not comply and the control bar doesn't comply with the entrance test. It was also noted that the device calibration was out of specifications. Repair of the electric dermatome was performed by medicrea on (B)(6)2017 which included replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, control bar, vespel sleeve bearing, external e ring and set screws. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection it was noted that the control bar doesn't comply with the entrance test and the device calibration was out of specifications. It was also noted that vespel sleeve bearing was replaced during repair. The root cause of the reported event was due to control bar failure. The issue was resolved with the replacement of the ball bearing, spring seal, needle bearing, semi-circle bearing, control bar, vespel sleeve bearing, external e ring and set screws. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.